Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leak at barrel and around the seal at the bottom visible in the reservoir compartment. Blood glucose level at the time of the incident was 3 mmol/l and 17.9 mmol/l. The reservoir will not be returned for analysis.